Event description:
Defective device upon the first attempt to insert into the patient's right ovarian tube. The device was placed appropriately but upon the initial rollback, there was inadequate feeling of movement. Additionally, when removing the device, it was kinked and caught in the ovarian tubes and unable to be pulled out easily, possibly due to tubal spasm. The defective device was removed and another device was placed. The surgeons/staff at our facility have not had this problem with this device in the past.the patient's past medical history did include a previous loop electrosurgical excision procedure (leep). No other patient characteristics that may have contributed to the event were noted in the medical record. The medical record reflects the patient's last menstrual period as "unknown." The medical record does not indicate that a non-steroidal anti-inflammatory medication was ordered or given prior to surgery. There were no changes to the patient's plan of care as a result of this event.